Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that the left ventricular lead had become dislodged and was repositioned. After the repositioning an infection developed and lead system was explanted and replaced. No further patient complications have been reported as a result of this event.